Manufacturer narrative:
The reported event of high impedance was confirmed. Analysis of the return lead found a broken wire at the terminal end. The broken wire would have caused the reported event observed in the field. The broken wire was consistent with an overstress condition or sudden event the lead was subjected to while still in vivo.

Event description:
New information received, states that the patient experienced ineffective stimulation.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
Related manufacturer report 1627487-2020-32599. It was reported that high impedance issue was observed. The lead and extension were explanted as a result to resolve the issue. There were no complications during the procedure. Patient was stable.